Event description:
Additional information was received from an hcp via a clinical study. It was reported that on (B)(6) 2020 the patient reported that the ptm was very difficult to activate. 225ml of fluid were aspirated from the pump pocket site. On (B)(6) 2020 the patient presented to the surgeon's clinic for a pre-operative evaluation for a pump pocket revision. 300ml of fluid were aspirated from the site and the patient was instructed to wear their abdominal binder to apply pressure to the site and minimize seroma. The patient could not interrogate their pump or activate their ptm secondary to the seroma over the pump. The patient was started on a short-acting oral opioid as they could not use their ptm. On (B)(6) 2020 the pump was surgically relocated to the left buttock. Surgical observation confirmed that the pump had become dislodged from all four sutures. During the pocket revision, it was noted that the pump connecto r had broken and the catheter was disconnected. The pump connector was replacedand the catheter was spliced, replacing the pump segment. The event resolved without sequelae on (B)(6) 2020. On (B)(6) 2020, the patient denied difficulty activating the ptm.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6)2020 regarding a patient receiving hydromorphone (20mg at 4.0058mg/day), bupivacaine (8mg at 1.60232mg/day), and baclofen (160mcg at 32.04636mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020, the patient needed to manually flip the pump in order to successfully activate their personal therapy manager (ptm). The patient also reported numbness at the pump site following ptm activations. On (B)(6) 2020, the patient presented to the clinic for evaluation. The patient reported pain at the pump site that was severe and interfered with daily function. On (B)(6) 2020 the patient reported feeling a "severe pulling" at the pump site, followed by feeling as if the pump was not anchored. The patient was referred for a pocket revision and the event was ongoing at the time of report with no action taken. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event resulted in an unscheduled clinic or office visit. No further complications were reported or anticipated.